Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "vent inop", "motor fault", and "xdcr fault". The customer stated that this occurred immediately upon start up but that it was in use on patient. The customer reported that the device was replaced and there was no patient harm or injury.